Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A6) patient race - not available from facility. B7) other relevant history - not available from facility. D4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) lead due to bacteremia. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Utilizing multiple spectranetics devices (glidelight laser sheath, visisheath dilator sheath, and tightrail rotating dilator sheath), the ra and lv lead were successfully removed. Targeting the rv lead with the glidelight, the lead was removed; however, the patient¿s blood pressure dropped, and rescue efforts began, including rescue balloon and sternotomy. A superior vena cava (svc) perforation was discovered and repaired, and the patient survived the procedure. This report captures the glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.